Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor cannula was missing. Customer's blood glucose level was 8.3 mmol/l at the time of incident. Customer was not reporting that the sensor or introducer needle fractured while in the body. The sensor will be returned for the analysis.